Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
It will raise the foot and then it goes right back down if any weight is put on it.